Event description:
Reference MFR report number 2953200-2010-00683. It was reported that the patient had aneurysm enlargement due to a type I endoleak. No further information has been provided.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation, and angulation) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation, and angulation).